Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: leaking smartsite connector - noted to be oval shaped rather than round.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
- Please confirm if leakage is present at all three smartsites of the set? There was leaking at the smartsites that weren¿t accessed but were accidently unclamped - please confirm the number of products affected? We had 1 or 2 leak on patient and then noticed about 3, when priming new lines, then pulled all the stock that was the wrong shape end ( oval not circle) - please confirm how the fault was identified? Incident with patient and during line preparation for another patient the next day - please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Unknown how long into infusion, during line prep- straight away - please confirm the condition of the storage ¿ temperature, humidity etc? ¿ stock stored indoor, clean storage area in a controlled hospital air conditioning environment.

Manufacturer narrative:
Additional information added in adverse event or prod prob (b). Investigation result: (B)(4) samples were received for investigation; of the received samples, (B)(4) were in sealed packaging from lot ta230195 and one was without packaging. The customer reported that they experienced leakage from the smartsite and it appeared oval. A visual inspection of the returned samples confirmed the customer's experience for the sample received without packaging, and one of the samples received in sealed packaging; no issues were identified with the remaining sets. Pressure testing of the samples with oval smartsites confirmed the customer's experience; leakage was observed from the deformed smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta230195 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite to an external heat source that brings the component temperature above 60c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(4) product over the past 12 months.